Event description:
It was reported that the zimmer pulsavac plus unit worked for a short time only. Then there was a smell and heating up of the battery. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.